Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection of the rectum, there was a problem with unloading the reload and the jaws of the device locked on tissue, it had to be cut out and hand sew was performed to resolve the issue. There was an unanticipated tissue loss and the surgical time extended 30 minutes or more due to the product problem.

Manufacturer narrative:
Correction: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent lap low anterior resection. It was alleged during the procedure the stapler jammed, the jaws of the device locked on tissue and could not be removed. The surgeon had to forcibly remove the stapling device from the rectum and hand sew was performed to resolve the issue. The surgical time was extended 30 minutes or more due to the problem. Post operatively, the patient experienced urethral pain, air in vaginal canal, acute lower abdominal pain, drainage from vaginal canal, air in urine, blood and stool particles vaginal canal, mild ecchymosis, diffuse lower femoral tenderness, acute abdominal pain, elevated b without hypertension, abscess, purulent fluid, perforation, colostomy equipment malfunction, persistent fistula, flatus, passing mucus and remnant stool from vagina, distress, irritation, inflammation, low urine output, difficulty closing anastomosis through rectum, morganella morganii, foreign body giant cell reaction, dense fibrosis, focal endometriosis, focal chronic inflammation, recurrence of breast cancer, radiation induced acute skin and fatigue side effects, tubular adenoma with erosion, nausea, vomiting, kidney injury, electroelute abnormalities, dehydration, diarrhea. Patient treatment included IV fluids, jackson-pratt drain and ostomy appliance, 19-french blake drain, ureteral stens x2, hospitalization, antibiotics, revision of anastomosis, repair of rectovaginal fistula and diverting loop ileostomy, digital rectal exam, anastomosis reinforced, colonoscopy, repair of colovaginal fistula, redo of low anterior resection with takedown of rectovaginal fistula, closure of rectovaginal fistula, total abdominal hysterectomy, bilateral salpingo-oophorectomy, bilateral ureteral lysis, additional surgical implants, closure of ileostomy, radiation treatment, CT intravenous pyelogram.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent lap low anterior resection. It was alleged during the procedure the stapler jammed, the jaws of the device locked on tissue and could not be removed. The surgeon had to forcibly remove the stapling device from the rectum and hand sew was performed to resolve the issue. The surgical time was extended 30 minutes or more due to the problem. Post operatively, the patient experienced urethral pain, air in vaginal canal, acute lower abdominal pain, drainage from vaginal canal, air in urine, blood and stool particles vaginal canal, mild ecchymosis, diffuse lower femoral tenderness, acute abdominal pain, elevated b without hypertension, abscess, purulent fluid, perforation, colostomy equipment malfunction, persistent fistula, flatus, passing mucus and remnant stool from vagina, distress, irritation, inflammation, low urine output, difficulty closing anastomosis through rectum, morganella morganii, foreign body giant cell reaction, dense fibrosis, focal endometriosis, focal chronic inflammation, recurrence of breast cancer, radiation induced acute skin and fatigue side effects, tubular adenoma with erosion, nausea, vomiting, kidney injury, electrolute abnormalities, dehydration, diarrhea, and occasional urgency and incontinence of bowel movements. Patient treatment included IV fluids, jackson-pratt drain and ostomy appliance, 19-french blake drain, ureteral stens x2, hospitalization, antibiotics, revision of anastomosis, repair of rectovaginal fistula and diverting loop ileostomy, digital rectal exam, anastomosis reinforced, colonoscopy, repair of colovaginal fistula, redo of low anterior resection with takedown of rectovaginal fistula, closure of rectovaginal fistula, total abdominal hysterectomy, bilateral salpingo-oophorectomy, bilateral ureteral lysis, additional surgical implants, closure of ileostomy, radiation treatment, up to six imodium daily, flexible sigmoidoscopy, CT intravenous pyelogram.

Manufacturer narrative:
Additional info - b5, h6 (patient codes). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection of the rectum, there was a problem with unloading the reload and the jaws of the device locked on tissue, it had to be cut out and hand sew was performed to resolve the issue. There was an unanticipated tissue loss and the surgical time extended 30 minutes or more due to the product problem. Post operative, the patient experienced abdominal and pelvic pain and brown liquid, feces were expelled from the patients vagina instead of the patients rectum. The patient underwent a CT intravenous pyelogram which showed a pelvic abscess and probable fistula connecting the patients rectum to vagina. The surgeon placed a diverting ileostomy to stop fecal material from leaking. The patient underwent further surgery to drain the abscess, revision of the prior colonic anastomosis, repair of rectovaginal fistula, and diverting loop ileostomy, however, the fistula continued to leak. The patient underwent further treatment and the surgeon converted the loop ileostomy to an end ileostomy while repairing a parastomal hernia. The patient underwent additional surgery to take down the prior anastomosis and stapled recto-vaginal fistula and create a new anastomosis and repair and reconstruct the patients vagina. A hysterectomy and bilateral s alpingo-oophorectomies were also performed. The patient underwent takedown of loop ileostomy as well as second hernia repair.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knobs were not retracted and the articulation lever was articulated to the side. The instrument was received with a reload attached. A metal piece of the reload's articulation flag was noted to be found inside of the firing rod of the handle. The attached reload was removed with ease. The metal fragment of the articulation flag was removed from the firing rod. The instrument was loaded with a pmv representative reload and applied to test media. All staples were placed and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.